Event description:
The customer reported that the 9900 system displayed a connection failure error message. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The service rep was unable to duplicate the reported problem. The connectors were checked and reseated. The system was tested and operates as intended.